Event description:
It was reported to boston scientific that a contour ureteral stent was opened to be used during a ureteral lithotripsy procedure in the ureter performed on (B)(6) 2023. During preparation, it was found that the device was fractured. The procedure was successfully completed with another contour ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be as stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft broken.

Event description:
It was reported to boston scientific that a contour ureteral stent was opened to be used during a ureteral lithotripsy procedure in the ureter performed on may 21, 2023. During preparation, it was found that the device was fractured. The procedure was successfully completed with another contour ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be as stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft broken. Block h10: the returned contour stent was analyzed, and shaft detachment was observed in addition to a torn shaft in different sections. The suture and positioner did not return. Functional testing was performed and a use of mandrel 0.039" passed through the stent without resistance. The reported event of stent shaft break was confirmed. Based on the most relevant information, the device met all manufacturing specifications required and passed all the controls and inspections and no abnormalities were reported during the assembly process. The suture did not return thus indicating it was removed and the stent was used. According to the evidence, it is possible that operational factors, interaction of the excess force during interaction with the suture string such as an entanglement before their use could have caused the reported event. Also, some tension and or friction between the stent and the guide wire during the setting up of the device could have contributed as well. Consequently, affect the performance of the device. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event.